Event description:
A customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support (cts) to switch to multiple daily injections as a backup therapy and was sent a replacement pump with updated software. The pump was within warranty, and cts provided instructions on putting the current pump into storage mode and returning it to tandem.